Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcome comparison of thoracic endovascular aortic repair performed outside versus inside proximal landing zone length recommendation yoon j. W, mell w. M journal of vascular surgery 2020;72:1883-90. Https://doi.org/10.1016/j.jvs.2020.03.033. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of various thoracic aortic pathologies on unknown dates. The following malfunctions were reported; type ia endoleak, migration/birdbeaking the following adverse events were reported; rupture, dissection, re-intervention a patient death was reported but there is no causal link that a valiant stent graft caused or contributed to a death.